Event description:
Customer reports to have low blood glucose. Customer's blood glucose at the time of call was 197 mg/dl. Customer states that paramedics were called but was not taken to the hospital. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted to hospital for medical treatment, customer was disconnected during rewind / prime sequence. Insulin pump passed displacement test. Other testing was not done as this was a past event. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)